Event description:
It was reported that this this brady lead was a case of an attempted implant due to no acceptable position as this lead backed out during the lv catheter removal. This brady lead was replaced with different model, not implanted and was discarded by the hsopital. No adverse patient effects were reported.